Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fixation of the mesh in a laparoscopic promontofixation procedure, tacks were not able to be fired normally from the device and component of the device disengage into the cavity of the patient and was not retrieved. It was noted that two tacks were in the patient because it was too dangerous to explant them. The surgical time was extended by more than 30 minutes due to the product problem. The surgeon used thread to fix the mesh and to complete the case.